Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The vibration alert does not work. Pump settings "signal sound + vibration" are selected but customer reports that due to the missing vibration he did not recognize some alarms, resulting in high blood glucose. No adverse event alleged. A request was made for the return of the device.